Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device. On (B)(6) 2023, the patient experienced a skin reaction with infection, tenderness, drainage, and swelling around the sensor. The patient presented to the emergency department (ed) because the insertion site was swollen. There, he underwent an ultrasound and was diagnosed with infection which was treated with an unspecified antibiotic for 10 days. At the time of the report, the skin reaction had resolved. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.